Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a 20 millimeter (mm) pre-implant balloon dilatation was performed. The valve was deployed o nce, and no recaptures were performed. It was noted that the valve was successfully implanted; however, due to severe calcification, the valve implantation depth was insufficient, and the calcification compressed the valve, causing it to dislodge. A second valve was loaded and deployed.

Manufacturer narrative:
Continuation of d10: product ID {evolutpro-29}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve dislodged while attached to the delivery catheter system (dcs). The valve was ultimately successfully implanted. No patient complications were reported as a result of this event.